Manufacturer narrative:
A complete analysis and testing of one opened and enlite sensor showed that it was functioning properly and passed all functional testing. However, the insertion needle was not returned with the enlite sensor analysis is not able to confirm the insertion needle anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was 4.5 mmol/l. The customer stated that the transmitter does not blink when connected to the sensor. The customer stated that the sensor would not flash when charged. The customer stated that there was blood at site. The customer stated that the site was not actively bleeding. The customer walked away from parents and was not able to troubleshoot. The customer was advised to monitor site. The customer was advised to call back if the sensor does not work.